Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint (B)(4).

Event description:
A patient of unknown age and gender presented for an evlt procedure using a nevertouch fiber. The treating physician successfully treated the patient's first leg, and withdrew the fiber in order to treat the second leg. While cleaning the laser fiber prior to insertion into the second leg, the gold tip of the fiber detached. The device was set aside and a new of the same device was used to complete the procedure. There was no harm or injury to the patient due to this event. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was an evlt fiber and gold tip. A visual review of the fiber noted that the gold tip tube had detached from the fiber. The customer's reported complaint description was confirmed; the tip was observed to be detached from the fiber. The manufacturing engineer for this product evaluated the return sample and confirmed the fiber was manufactured correctly as evidenced by proper crimp marks on the tube tip and fiber shaft were present. A potential root cause of the separation could be due to adverse handling of the fiber assembly at some point or possibly due to an inherent flaw in the fiber glass core that could not withstand the thermal changes that can occur in the tip area during a procedure. A lot history records search for the nevertouch kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Labeling review: the instructions for use (ic 393) which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint (B)(4).